Event description:
Customer reported issues with the insulin pump. Customer states that there is a blacklight anomaly and the buttons are being unresponsive. The last blood glucose reading was 245 mg/dl. The insulin pump will be replaced. Nothing further reported.